Event description:
Literature: cakmakli g, orukaptan h, saka e, elibol b. Reversible acute cognitive dysfunction induced by bilateral stn stimulation. J neurol. 2009; 256(8); 1360-2. Summary: this article presents a study of a pt who underwent bilateral stn deep bain stimulation to treat advance parkinson's disease. Reportable event: during intraoperative imaging studies, due to pt's serious kyphotic deformity, the frame axis had to be repositioned to fix it inside the mr adapter. During implant, microstimulation could not be continued because deep neuroleptic anesthesia was required for pt's agitation and discomfort. Early MRI study postoperatively showed a lateral misalignment of 0.5 mm on the right side and 0.9 mm on the left side. Motor symptoms, especially gait and posture, in "on" state deteriorated after dbs with various stimulation parameters and different electrode contacts (on-period updrs: 34). Moreover, the pt had persistent apathy and severe cognitive dysfunction in all cognitive modalities including recent memory, regardless of stimulation parameters. A two-week period of adjustment tryouts, including shutting down a dbs for 12 hours did not lead to any significant difference in cognitive and overall motor performance. A second surgery was performed 3 weeks after the first one to reposition stimulating electrodes. Repositioning of the electrodes to the lateral stn dramatically improved both motor and cognitive functions. Post-operative on-period updrs motor score was 10.